Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported noticing a fluid leak coming out form the cycler door while removing the cassette. A cycler replacement was requested. The patient was advised to follow up with the pd nurse and use manual supplies to complete treatment while waiting for the new cycler to arrive. Upon follow up with the pd nurse, it was determined that the patient had gone to the clinic for a follow up visit the following day. According to the pd nurse the patient had not experienced any adverse events as a result of this incident. The effluent was clear and sample was sent to the microbiology lab for testing. The results came back as negative. Antibiotics were prescribed to the patient as prophylactic. The cassette/tubing set in question had been discarded.